Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a robotic laparoscopic implantation of a mesh due to both a right and left inguinal hernia. He had two revision surgeries. The first was 10 months post surgery and the second surgery was 1 year 5 months from the revision surgery. The patient experienced dense adhesions, abdominal pain, and explant of defective mesh.